Event description:
Same case as MFR ID # 2134265-2012-01697. It was further reported that the target lesion was mildly calcified and non-tortuous. The shortened 3.5x38mm promus element implanted in the left main to lad was post dilated with a 3.5mm balloon. The first diagonal lesion was attempted to accessed from the left main with the 2.5x8mm promus element but got jammed on the implanted stent. The procedure was completed with a non-bsc stent implanted in the lad and post dilated with a kissing balloon technique.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were present throughout the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-01697. It was reported that during a stenting treatment procedure, the patient experienced pain and arrhythmia. The target lesion was located in the left anterior descending (lad) and 1st diagonal bifurcation. The lesion was wired with a kissing wire technique and the lesion was dilated with a 2.5x15mm balloon. The 3.5x38mm promus element stent was deployed and post-dilated, upon post-dilation, the stent shortened. The 2.5x8mm promus element stent was advanced to the 1st diagonal but patient experienced pain and arrhythmia. Procedure was concluded without further intervention. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).